Manufacturer narrative:
If new information becomes available, post market safety will review the reported event again. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Information was found through a social media post that a patient expired while using the omnipod device. The reporter stated, "it killed my brother". Post market safety reviewed the report and determined there is insufficient evidence and/or information to adequately assess this case. If new information becomes available, post market safety will review the reported event again and file a supplemental report.